Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported during surgery that there was a broken screw in the universal modular electric/battery double trigger handpiece. There was no patient harm, however, the surgical time was extended by 5 minutes. The procedure was completed with an alternate device.